Event description:
On (B)(6) 2013 the patient contacted animas alleging that she had been experiencing elevated blood glucose (bg) of undetermined cause for the past month. The patient reported a bg that morning of 425mg/dl with ¿not feeling well¿. No specific signs or symptoms were provided. The patient¿s bg at the time of the call was reportedly 397mg/dl. The patient stated that her insulin needs have increased due to bg elevations. Customer technical support reviewed the pump with the patient and found all settings and histories were correct. The patient noted that she had increased her basal rates and was delivering more boluses due to elevated bgs, and still could not get bgs to resolve. The patient denied any changes in weight, diet, activity level, or medications, and could not find an explanation for the bg elevations. The patient was instructed to come off the pump and contact her healthcare provider for back-up plan instructions. The pump was replaced. The reported bg excursions do not meet criteria for a serious injury. This complaint is being reported based on the allegation that the pump may not have been delivering as expected.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 08/29/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/08/2013 with the following findings: a 29 hour flow accuracy test was performed; pump passed and was found to be delivering within the required specifications. Unable to duplicate the complaint during the investigation. There was no defect found. The display screen is discolored with a pinkish contrast. Removed pump cover and replaced pink display with test display. The test screen is fully functional and is fully illuminated with no visible signs of discoloration.